Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients did not show up in the station. A technical support specialist advised the customer to get a patient sample for further investigation. The customer did not have any additional information to provide for the investigation and confirmed that there were no further issues. The customer decided to close the case and did not provide any information on how the issue was resolved.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es had patients who were not showing up. The customer reported that the malfunction occurred when the user was trying to issue the medication to the patient and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1. Initial reporter facility: (B)(6).

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es had patients who were not showing up. The customer reported that the malfunction occurred when the user was trying to issue the medication to the patient and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.